Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07570. It was reported that a rotawire fracture occurred. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ burr were selected for use. During the procedure, a 1.5mm burr was attempted to be advanced 3 times in the main coronary artery and ostium of the circumflex artery. When strong resistance was encountered, the burr was changed to a 1.25mm and was able to cross the lesion on the second try. Another attempt was made with the previously used 1.50mm burr and it was observed that the burr jumped to the anterior descending artery. It was then noted that the rotawire was fractured. The burr was removed without issue, however, the rotawire cannot be removed entirely from the circumflex artery. The procedure was completed with another of the same device. The vessel was dilated and a stent was deployed without issues. No further patient complications were reported and the patient's condition was stable.